Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have heard cracking when screwing the battery cap on and then insulin pump powered off and never turned back on. Customer's blood glucose was 190 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Unit received with currents in specifications. No blank display. Lcd board ok. The device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window.